Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The patient reported that their stimulation turned off and they went to their managing healthcare provider (hcp) thinking the battery had depleted. The patient reported that this happened on (B)(6) 2017. The patient reported that the hcp told them the ins battery was not dead but the device just went off without warning and the hcp turned it back on. The patient reported it was working just fine but now it happened again. The patient reported that they were at their computer and the ins turned off all of a sudden and the patient's tremors returned. The patient reported they have never used the patient programmer in all the years they have had the device. The patient called back on (B)(6)2017 after receiving their replacement patient programmer, and were walked through the process of turning the ins back on. The patient reported seeing a por message after syncing with the ins. The patient reported seeing an eri message after clearing the por message from the programmer. After clearing the eri message, the patient reported that the programmer showed the therapy was off. The patient reported turning the ins back on and the patient said they could feel it turn back on. The patient reported that the hcp was already aware the ins battery was low from their previous appointment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient mentioned this issue occurred again. The patient reported a power on reset (por) and the ins turned off. The therapy had stopped due to por. It was reviewed the steps to clear the por with the patient programmer. These steps helped clear the por. The patient turned the therapy back on and it showed an eri. The patient will follow up with the healthcare professional to review the eri. The por was resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported they ran an impedance check and there was no open circuit. The cause remained unknown. The patient met with a manufacturer representative (rep) which it was decided to replace the implant. No further complications are expected as a result of this event.